Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing. The customer declined assistance regarding this issue. Customer's blood glucose level was 344 mg/dl. Reportedly, customer continued to use pump for insulin therapy.